Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump's buttons were less responsive. Customer's blood glucose value was unknown. Customer stated that the insulin pump rejected batteries and there were unexplained no delivery alerts not due to site issues. Customer declined to troubleshoot. Insulin pump will not be returned for analysis.